Event description:
On the day of the procedure, the patient presented with an nihss of 15 and symptoms of acute ischemic stroke and acute occlusion of the left m1. The patient was given 5 mg of ia lytic (altaplase) prior to treatment with the penumbra stroke system. During the procedure, the investigator used the 054 and 032 reperfusion catheters at the m1 occlusion where continuous aspiration was performed. During a pass with the 032 separator, the separator was lodged against the mca vessel wall. Following angiography showed contrast extravasation in the subarachnoid space near the mca bifurcation. The event was graded has having ''definite'' relationship to both the procedure and the penumbra stroke system, however, the event was resolved. The patient was still alive 90 days post procedure with a mrs of 5. The event was captured as part of a retrospective data analysis. Correspondence between the sponsor and site regarding the need to report patient data had been ongoing since (B)(6) 2012, however, the event was not reported nor was the relationship as ''definite'' to the procedure until (B)(6) 2012.

Manufacturer narrative:
Conclusion: hemorrhage and vessel injury are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during a review of stroke cases for a penumbra post-market retrospective study (retrostart). The information regarding this event is limited by the procedural reports provided by the hospital. Device not retained.